Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Repeat checks of the groin over the next couple hours revealed no problems. But, four hours following deployment the venous site was oozing and a small hematoma was noted. The pt stated that after coughing the bleeding started. The pt required a surgical repair of a pseudoaneurysm. No further complications were reported.